Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
The surgery center reported that a laser vision correction patient was provided the incorrect laser treatment on both eyes(ou) on (B)(6) 2018. A brief description of the event is that the patient had the wrong treatment initially done due to an identification error. The patient was retreated for the unintentional undercorrection. The patient¿s chief complaint was of irregular astigmatism. The patient¿s comments were of blurry right eye with high anxiety levels. The patient did not experience loss of best corrected visual acuity. The surgery center reported the event is not lasting and disabling, significantly interfering with daily activities. . Bcva from (B)(6) 2018: right eye pre-op 20/20 -4.25 x -.50 x 0, left eye pre-op 20/20 -2.75 x -1.00 x 15.